Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
An impella support in the EU was enrolled in the protect IV study. The information from protect IV study: a patient of unknown age and gender underwent a high-risk pci procedure with hemodynamic support from an impella cp. Severe anemia of uncertain origin has been reported, with patient¿s hemoglobin level on hospital admission of 92 g/l (reference 127 - 163 g/l). One day after pci and impella removal, the hemoglobin level was 84 g/l, two days after pci and impella removal the hemoglobin level was 69 g/l. Pre-pci the patient received one unit of erythrocyte concentrate and post-pci two units of erythrocyte concentrate. Four days post pci, the hemoglobin level was 94 g/l. The event required prolonged hospitalization.

Manufacturer narrative:
The investigation into the reported anemia/hemolysis has been completed since the original report was filed. The cause of the hemolysis issue cannot be determined since the complaint device not returned for investigation and no sufficient clinical data provided. No data logs to review. The patient had low hemoglobin level pre existing in hospital.